Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out due to water leakage 2 hours after placement.

Manufacturer narrative:
The reported event was confirmed, however a root cause could not be determined. Inspector received one silicone temperature sensing catheter. Verified product number 119112 and manufacturing lot number ngcx4754. No packaging was included. The catheter was confirmed to be 12 fr. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but an immediate leak was noted from a pinhole on the balloon surface. The pinhole was measured to be 0.012 inches. Specifications stated "pinholes are not permitted." A potential root cause for this failure could be "incorrect jaw fixtures used (leading to overstretching or damaging the balloon". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out due to water leakage, 2 hours after placement.